Event description:
It was reported that (5) devices were used during a colectomy. It was reported by the affiliate that when stapling the lower rectum using the tsb45 instrument, the staples did not close over the whole staple line. The tissue opened in a "v" form. This happened four times with (4) reloads. The surgeon had dissected the rectum properly as there was no fat or other tissue left. He did not have to force the stapler closed. The tissue of the rectum seems perfectly normal. The surgeon made a purse string to solve the problem. The pt was x-rayed